Event description:
A report was received via FDA's medical products reporting program that a pt developed iritis (suspected) while using renu with moistureloc multi-purpose solution. In 2005, the pt reported awaking with bilateral eye infections and symptoms of light sensitivity, severe pain and excessive redness. The pt sought treatment for her condition and the treating dr suspected iritis. The pt was prescribed prednisone and "alagran" drops as treatment. She had weekly follow-up visits with this dr for two months. Then, she was referred to a second dr who referred her to a third dr. As of 2006, the pt was under treatment with the third dr and had monthly follow-up visits. She was advised that her eyes are semi-dilated due to scarring from the infection. The pt continued to have light-sensitivity and eye pain regularly. She also continued to use steroids every other day and had follow-up appointments once or twice a month for her condition. Although requested, no further info has been provided.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the miostureloc formula and recalling all distributed product.